Event description:
The customer states he obtained back to back blood glucose test results of hi and 233 mg/dl. No treatment based upon the hi result. Controls were not run. Return requested and replacement was sent.